Event description:
It was reported by service report that the zoom stretcher would disengage while driving on a hill. The customer could not determine if there was pt involvement or if there were adverse consequences to report.

Manufacturer narrative:
Results - cam bracket assembly.